Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 386 mg/dl at the time of incident and current blood glucose level was 439 mg/dl. The customer did not experiences any symptoms related to the high blood glucose. The customer was neither in the emergency not admitted into the hospital as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was done by the patient for the high blood glucose under delivery. Based on customer reports customer allege the pump was under delivery. The customer was treated with the manual injection. The insulin pump as well as reservoir will not be returned for analysis.